Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that he received motor error and prime rewind alarms on his insulin pump. The motor error alarm reportedly occurred during priming. The customer was assisted with clearing the motor error alarm. He stated he does not use the sensor feature on the insulin pump and was able to rewind it. The customer's blood glucose level was 100 mg/dl. He stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring.. While troubleshooting, the customer reported that the drive support cap was sticking out and he did not recall pressing it while connected. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.